Manufacturer narrative:
Dates estimated. The UDI is unknown due to the part/lot number was not provided. The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported recurrent mitral regurgitation, cardiogenic shock and myocardial infarction could not be determined. The reported patient effects of recurrent mitral regurgitation, cardiogenic shock and myocardial infarction are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment. Article title: percutaneous mitral repair as salvage therapy in patients with mitral regurgitation and refractory cardiogenic shock.

Event description:
This is filed to report recurrent mitral regurgitation, cardiogenic shock and myocardial infarction. It was reported through a research article that between 2012 and 2018, 170 patients underwent a mitraclip procedure. A follow up was performed within one year of the procedure. The implanted mitraclip may have caused or contributed to recurrent mitral regurgitation, cardiogenic shock, myocardial infarction, additional hospitalization and medical intervention. Addition details are listed in the attached article, titled ¿percutaneous mitral repair as salvage therapy in patients with mitral regurgitation and refractory cardiogenic shock.¿ no additional information was provided.